Event description:
Customer stated that instrument reported false negative blood, leukocytes, protein and glucose results on 3 patient samples. There was no report of injury due to this event.

Manufacturer narrative:
Siemens customer service engineer (cse) checked the instrument. Cse replaced pipette and calibrated the instrument. This resolved customer's issue. Instrument is fully operational.